Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: a2, a4, a5, a6, b6, b7, b5, d8, d9 (date returned to mfg), d10 (no concomitant device), h2, h3, h4, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image disturbing wave and electrical problems such as signal loss or open circuit a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damage or deterioration of parts due to wear and tear, electrical problems such as signal loss or open circuit and expected or random component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during preparation before use for a therapeutic cystoscopy procedure. The procedure was completed with a substitute device. It was confirmed that no patient was involved.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the camera head's cable had poor contact. The issue occurred during a therapeutic cystoscopy. There were no reports of patient harm.